Event description:
N/a.

Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2 , h11 corrected field : h6 ( medical device ¿ problem code ).

Event description:
It was reported that before use the cardiosave intra-aortic balloon pump (iabp), iab catheter connection to the patient interface module broken and the protective earth resistance was infinite. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, g3, g6, h2, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to the site to evaluate the unit. Upon arrival, fse checked the unit, confirmed that catheter extension input port connector is broken and the protective earth resistance from the line cord was infinite. The line cord issue was discovered during the repair. The fse replaced pneumatic interface module, rohs and reel, ac power cord, cee 7/7 "type e/f". The fse performed all functional and safety tests. Based on the evaluation results provided by the field service engineer, the failure occurred due to a defective ¿pneumatic interface module, rohs and reel, ac power cord, cee 7/7 "type e/f". The issue was resolved by replacing the malfunctioning part. However, root cause evaluation for the replaced part cannot be performed since the defective parts are not shipped yet.